Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removed dressing in place and irrigated suprapubic catheter and then client felt urge to have bowel movement and moved quite quickly without time for writer to apply new dressing. Client came out of washroom with catheter totally out of body hanging on the ground (pcn# 165812- lot# ngjx6267). This catheter was inserted (B)(6) 2025, by writer. Sterile technique to reinsert new 12fr bardex silicone catheter with ease and urine return, however upon instillation of sterile water to inflate balloon it ruptured (pcn# 165812- lot# ngjx6267). Both catheters kept for investigation if required by manufacturer. Per additional information received via email on 03jun2025, it was reported on (B)(6), the 16fr silicone was inserted by colleague. There was no lot number or reference available. On (B)(6), the call received catheter fell out at 0230 and was instructed by 811 it would be okay open for 4hrs, roommate waited until writer arrived on shift which writer was unable to get to home visit until 0900. The catheter was unable to reinsert, so they called ems and sent to rgh. The rgh unable to insert 16fr so inserted 12fr silicone catheter. There was no lot number or reference available. On (B)(6), the call received at 0915 that catheter fell out, the home visit made for 1015 to reinsert bard 12fr silicone catheter (lot #ngyx3185 ref#165812). Customer inspected previous balloon to have ruptured (have video of defected catheter). On (B)(6), they scheduled early exchange due to infection (pcn# 165812 - lot# ngjx6267). It was unknown what medication was provided. The old catheter was removed and no concerns noted. The customer reinserted the bard 12fr silicone catheter (lot #ngjx6267 ref#165812). On (B)(6), the catheter blocked with no availability for home visit so was advised from colleague to be seen at rgh. The ems transported to rgh where suprapubic catheter was irrigated, pain management given, advised to follow up with family physician and sent home. On (B)(6), the catheter fell out during home visit while client was in bathroom at some point. It was noticed when client came out. The bard 12fr silicone was reinserted (lot #ngjx6267 ref#165812), however when inflating the balloon at approx. 3ml's felt pop and fluid leaking balloon ruptured. This was client's spare in home so attempted 16fr latex, which was in home from indwelling use, however unsuccessful. It was able to be kept tract open with 14fr in or out catheter until colleague was able to meet writer in client home with supplies (client is approx. 25min out of town). The bard 12fr silicone catheter was reinserted (lot #ngkp3180 ref#165812 and pcn# 165812 - lot# ngkp3180). On (B)(6), the catheter fell out again due to defective balloon. The bard 12fr silicone catheter was reinserted (lot #ngkp3180 ref#165812 and only instilled 8ml of balloon) (pcn# 165812 - lot# ngkp3180). On (B)(6) - catheter fell out again - defective balloon (inflates but pinhole leak visible- have video) (pcn# 165812 - lot# ngjv1075). The bard 12fr silicone catheter was reinserted (lot #ngjv1075 ref#165812 only instilled 5ml of balloon) the attempt was made to insert latex 14fr however was unsuccessful and had to revert back to the 12fr silicone as latex 12fr are on back order and the silicone ones were the substitutes. They did create an experiment on (B)(6) first thing in the morning. This was the experiment and the results that customer found from doing so. The catheter used for this was a bard 12fr silicone lot #ngjv1075 ref#165812, normal saline 10ml syringe and a blue pad.

Manufacturer narrative:
The reported even was confirmed cause manufacture related. Visual inspection noted balloon ruptured measuring 0.1845 inches. Further inspection noted the balloon had no missing pieces. This failure is addressed in the CAPA 12474528 investigation. Risk review, labeling review and DHR review are not required as event has already been investigated per CAPA 12474528, however, a DHR review was completed prior to CAPA determinations. Corrections: b, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removed dressing in place and irrigated suprapubic catheter and then client felt urge to have bowel movement and moved quite quickly without time for writer to apply new dressing. Client came out of washroom with catheter totally out of body hanging on the ground (pcn 165812, lot ngjx6267). This catheter was inserted (B)(6) 2025, by writer. Sterile technique to reinsert new 12fr bardex silicone catheter with ease and urine return, however upon instillation of sterile water to inflate balloon it ruptured (pcn 165812, lot ngjx6267). Both catheters kept for investigation if required by manufacturer. Per additional information received via email on 03jun2025, it was reported on (B)(6), the 16fr silicone was inserted by colleague. There was no lot number or reference available. On (B)(6), the call received catheter fell out at 0230 and was instructed by 811 it would be okay open for 4hrs, roommate waited until writer arrived on shift which writer was unable to get to home visit until 0900. The catheter was unable to reinsert, so they called ems and sent to rgh. The rgh unable to insert 16fr so inserted 12fr silicone catheter. There was no lot number or reference available. On (B)(6), the call received at 0915 that catheter fell out, the home visit made for 1015 to reinsert bard 12fr silicone catheter (lot ngyx3185, ref 165812). Customer inspected previous balloon to have ruptured (have video of defected catheter). On (B)(6), they scheduled early exchange due to infection (pcn 165812, lot ngju1084). It was unknown what medication was provided. The old catheter was removed and no concerns noted. The customer reinserted the bard 12fr silicone catheter (lot ngju1084, ref 165812). On (B)(6), the catheter blocked with no availability for home visit so was advised from colleague to be seen at rgh (lot ngju1084). The ems transported to rgh where suprapubic catheter was irrigated, pain management given, advised to follow up with family physician and sent home. On (B)(6), the catheter fell out during home visit while client was in bathroom at some point. It was noticed when client came out. The bard 12fr silicone was reinserted (lot ngjx6267, ref 165812), however when inflating the balloon at approx. 3ml's felt pop and fluid leaking balloon ruptured. This was client's spare in home so attempted 16fr latex, which was in home from indwelling use, however unsuccessful. It was able to be kept tract open with 14fr in or out catheter until colleague was able to meet writer in client home with supplies (client is approx. 25min out of town). The bard 12fr silicone catheter was reinserted (lot ngkp3180, ref 165812), (pcn 165812, lot ngkp3180). On (B)(6), the catheter fell out again due to defective balloon. The bard 12fr silicone catheter was reinserted (lot ngkp3180, ref 165812 and only instilled 8ml of balloon) (pcn 165812, lot ngkp3180). On (B)(6) - catheter fell out again - defective balloon (inflates but pinhole leak visible- have video) (pcn 165812, lot ngjx6465). The bard 12fr silicone catheter was reinserted (lot ngjv1075, ref 165812 only instilled 5ml of balloon) the attempt was made to insert latex 14fr however was unsuccessful and had to revert back to the 12fr silicone as latex 12fr are on back order and the silicone ones were the substitutes. They did create an experiment on (B)(6) first thing in the morning. This was the experiment and the results that customer found from doing so. The catheter used for this was a bard 12fr silicone lot ngjv1075 ref 165812, normal saline 10ml syringe and a blue pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removed dressing in place and irrigated suprapubic catheter and then client felt urge to have bowel movement and moved quite quickly without time for writer to apply new dressing. Client came out of washroom with catheter totally out of body hanging on the ground (pcn#: 165812- lot#: ngjx6267). This catheter was inserted (B)(6) 2025, by writer. Sterile technique to reinsert new 12fr bardex silicone catheter with ease and urine return, however upon instillation of sterile water to inflate balloon it ruptured (pcn#: 165812- lot#: ngjx6267). Both catheters kept for investigation if required by manufacturer. Per additional information received via email on 03jun2025, it was reported on (B)(6), the 16fr silicone was inserted by colleague. There was no lot number or reference available. On (B)(6), the call received catheter fell out at 0230 and was instructed by 811 it would be okay open for 4 hrs, roommate waited until writer arrived on shift which writer was unable to get to home visit until 0900. The catheter was unable to reinsert, so they called ems and sent to (B)(6). The (B)(6) unable to insert 16fr so inserted 12fr silicone catheter. There was no lot number or reference available. On (B)(6), the call received at 0915 that catheter fell out, the home visit made for 1015 to reinsert bard 12fr silicone catheter (lot #: ngyx3185, ref#: 165812). Customer inspected previous balloon to have ruptured (have video of defected catheter). On (B)(6), they scheduled early exchange due to infection (pcn#: 165812 - lot#: ngjx6267). It was unknown what medication was provided. The old catheter was removed and no concerns noted. The customer reinserted the bard 12fr silicone catheter (lot#: ngjx6267, ref#: 165812). On (B)(6), the catheter blocked with no availability for home visit so was advised from colleague to be seen at (B)(6). The ems transported to (B)(6) where suprapubic catheter was irrigated, pain management given, advised to follow up with family physician and sent home. On (B)(6), the catheter fell out during home visit while client was in bathroom at some point. It was noticed when client came out. The bard 12fr silicone was reinserted (lot#: ngjx6267, ref#: 165812), however when inflating the balloon at approx. 3ml's felt pop and fluid leaking balloon ruptured. This was client's spare in home so attempted 16fr latex, which was in home from indwelling use, however unsuccessful. It was able to be kept tract open with 14fr in or out catheter until colleague was able to meet writer in client home with supplies (client is approx. 25min out of town). The bard 12fr silicone catheter was reinserted (lot#: ngkp3180, ref#: 165812 and pcn#: 165812 - lot#: ngkp3180). On (B)(6), the catheter fell out again due to defective balloon. The bard 12fr silicone catheter was reinserted (lot#: ngkp3180, ref#: 165812 and only instilled 8ml of balloon) (pcn#: 165812 - lot#: ngkp3180). On (B)(6) - catheter fell out again - defective balloon (inflates but pinhole leak visible- have video) (pcn#: 165812 - lot#: ngjv1075). The bard 12fr silicone catheter was reinserted (lot#: ngjv1075, ref#: 165812 only instilled 5ml of balloon) the attempt was made to insert latex 14fr however was unsuccessful and had to revert back to the 12fr silicone as latex 12fr are on back order and the silicone ones were the substitutes. They did create an experiment on (B)(6) first thing in the morning. This was the experiment and the results that customer found from doing so. The catheter used for this was a bard 12fr silicone lot#: ngjv1075, ref#: 165812, normal saline 10ml syringe and a blue pad.

Manufacturer narrative:
The reported even was confirmed cause manufacture related. Visual inspection noted balloon ruptured measuring 0.1845". Further inspection noted the balloon had no missing pieces. This failure is addressed in the CAPA 12474528 investigation. Risk review, labeling review and DHR review are not required as event has already been investigated per CAPA #12474528, however, a DHR review was completed prior to CAPA determinations. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removed dressing in place and irrigated suprapubic catheter and then client felt urge to have bowel movement and moved quite quickly without time for writer to apply new dressing. Client came out of washroom with catheter totally out of body hanging on the ground (pcn# 165812- lot# ngjx6267). This catheter was inserted (B)(6) 2025, by writer. Sterile technique to reinsert new 12fr bardex silicone catheter with ease and urine return, however upon instillation of sterile water to inflate balloon it ruptured (pcn# 165812- lot# ngjx6267). Both catheters kept for investigation if required by manufacturer. Per additional information received via email on 03jun2025, it was reported on (B)(6), the 16fr silicone was inserted by colleague. There were no lot number or reference available. On (B)(6), the call received catheter fell out at 0230 and was instructed by 911 it would be okay open for 4hrs, roommate waited until writer arrived on shift which writer was unable to get to home visit until 0900. The catheter was unable to reinsert, so they called ems and sent to (B)(6). The (B)(6) unable to insert 16fr so inserted 12fr silicone catheter. There was no lot number or reference available. On (B)(6), the call received at 0915 that catheter fell out, the home visit made for 1015 to reinsert bard 12fr silicone catheter (lot #ngyx3185 ref#165812). Customer inspected previous balloon to have ruptured (have video of defected catheter). On (B)(6), they scheduled early exchange due to infection (pcn# 165812 - lot# ngjx6267). It was unknown what medication was provided. The old catheter was removed and no concerns noted. The customer reinserted the bard 12fr silicone catheter (lot #ngjx6267 ref#165812). On (B)(6), the catheter blocked with no availability for home visit so was advised from colleague to be seen at (B)(6). The ems transported to (B)(6) where suprapubic catheter was irrigated, pain management given, advised to follow up with family physician and sent home. On (B)(6), the catheter fell out during home visit while client was in bathroom at some point. It was noticed when client came out. The bard 12fr silicone was reinserted (lot #ngjx6267 ref#165812), however when inflating the balloon at approx. 3ml's felt pop and fluid leaking balloon ruptured. This was client's spare in home so attempted 16fr latex, which was in home from indwelling use, however unsuccessful. It was able to be kept tract open with 14fr in or out catheter until colleague was able to meet writer in client home with supplies (client is approx. 25min out of town). The bard 12fr silicone catheter was reinserted (lot #ngkp3180 ref#165812) (pcn# 165812 - lot# ngkp3180). On (B)(6), the catheter fell out again due to defective balloon. The bard 12fr silicone catheter was reinserted (lot #ngkp3180 ref#165812 and only instilled 8ml of balloon) (pcn# 165812 - lot# ngkp3180). On (B)(6) - catheter fell out again - defective balloon (inflates but pinhole leak visible- have video) (pcn# 165812 - lot# ngjv1075). The bard 12fr silicone catheter was reinserted (lot #ngjv1075 ref#165812 only instilled 5ml of balloon) the attempt was made to insert latex 14fr however was unsuccessful and had to revert back to the 12fr silicone as latex 12fr are on back order and the silicone ones were the substitutes. They did create an experiment on (B)(6) first thing in the morning. This was the experiment and the results that customer found from doing so. The catheter used for this was a bard 12fr silicone lot #ngjv1075 ref#165812, normal saline 10ml syringe and a blue pad.